Event description:
It was reported the patient presented to the emergency room due to a vibratory alert indicating the elective replacement interval had been reached. The device was still pacing and the patient was not dependent. Two different attempts with different programmers were made to interrogate the device each resulting in error messages. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of error messages was confirmed in the laboratory after interrogating the device with a programmer. A longevity calculation was performed and battery depletion was found to be normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the error messages could not be determined.